Event description:
(B)(4). The head section frame is broken at the weld. (B)(4). Additional non-reportable malfunction for this device; the provider alleges the head motor is broken. He states the pull tube broke off inside the motor as well. He alleges he has never seen this issue before. He also states the hook of the head section that attaches the foot, broke at the weld. So not only is the motor damaged, the pull tube broke off inside.